Manufacturer narrative:
During the validation of a pending design change to provide the smartdrive mx2+ application for android wearables, engineering identified a missing code in the application related to anr (application not responding) where if the application crashes due to an anr, the error handling logic fails to stop the bluetooth communication to the smartdrive mx2+ drive unit. As a result, the motor continues to run, and the user may not be able to disengage the device using tap gestures.a CAPA investigation, 23-002, was opened to address this issue. As part of the investigation, it was determined the way to identify if an anr event occurred could be detected by the screen on the wearable. If it is reported the screen is blank/dark during or just after the event, or if the end-user recalls the need to restart the mx2+ application to restore operation, these actions will indicate a possible anr crash having occurred. The end-user reports having updated the e2 to the latest version of firmware (1.1.00) prior to the event occurrence. The end-user reports the mx2+ app remained in focus (visible on screen) after the event occurred, and they were able to stop the device from driving after having given the e2 another set of tapping commands. As the device and e2 tic watch were reported to remain fully operational after the reported event, and reports provided indicating the mx2+ app remaining operational during the event, permobil is unable to reach a determination as to possible root cause without speculation. The DHR was reviewed and the device was found to have met specification prior to distribution.

Event description:
Reports while end-user was driving into their apartment while under power of the smart drive device, they reportedly attempted to stop the device with the e2 watch by double tapping. Claims are the device continued to drive, forcing the end-user to maneuver into a wall to stop. No serious injuries were sustained as a result.